Event description:
Implant date: 2001. Ten days after implant the pt complained of pain. Revision surgery on event date at which time a piece of metal was found to have caused a dural tear. The metal piece was removed.